Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in-clinic for a scheduled follow-up. Upon interrogation undersensing on the atrial channel, an increase in capture thresholds, a decrease in p-waves and a decrease in pacing lead impedance were all noted. Lead dislodgement was confirmed via x-ray. The lead was repositioned and all measurements returned to normal. The patient was stable during and after the procedure.